Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the inlet burning was confirmed, however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's complaint was not confirmed. In addition to the findings reported in b5, the following non-reportable events were identified: worn light guide/paint on top cover peeling and dents in front panel. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that during evaluation of the returned device there was a problem with turret error occurred. The evaluation found that the turret error occurred due to deterioration of mesh turret. There was no report of patient harm associated with this event. Furthermore, the evaluation found the inlet was burnt. This MDR is being submitted to capture the reportable malfunction found during device evaluation.